Event description:
The reporter indicated that a vns patient was continuing to have seizures since her last follow up visit. The patient's mother indicated that the patient had experienced an increase in drop attack seizures with a decrease in therapy frequency. The patient's treating vns therapy physician opted to increase the patient's therapy frequency to address the seizure issue. Device diagnostics were performed and confirmed proper device function, though the device was found to be near end of service. A battery longevity estimate was performed and confirmed that the end of service condition was an expected event. The relationship between the patient's seizure increase, and the pre-vns baseline is unknown. Good faith attempts for additional information have been unsuccessful to date.